Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level read "high" cgm, a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via manual dose injection. A replacement pump was sent to the customer to resolve the issue. The customer reverted to manual dose injection for insulin therapy,